Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing performance. Reportedly the recipient suffers from otosclerosis causing the reported cochlear ossification as confirmed by diagnostic imaging. The latter shows a typical pattern in otosclerosis that is reflected in the received in-situ measurements, i.e. Higher impedances at the most apical and basal electrode contacts, further involving other cochlear regions, as the disease progresses to an advanced stadium, as in the present case. The reported decrease in hearing performance seems therefore to be due to the above mentioned structural cochlear changes, and the resulting reduced number of available electrode contacts for stimulation. The recipient is still using the device and will be monitored. The device remains implanted and in use.

Event description:
The user began experiencing difficulties in understanding speech. The user noticed a change in hearing perception with the device around the beginning of (B)(6) 2021 whilst driving a car. Revision surgery has been suggested. As per latest information received on 16-feb-2022, the user reported that the current hearing performance is enough to get by with and she does not wish to proceed with surgery at this time. If her performance declines further, then she would consider re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing recent difficulties in understanding speech. The user noticed a change in hearing perception with the device around the beginning of (B)(6) 2021.